Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl and upon inspection it was noticed that the pod had fallen off which caused the cannula to come out of the skin. The pod was worn between 5 and 24 hours on the hip/buttocks. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.